Event description:
Litigation papers allege: on or about (B)(6) 2007, pt was implanted with a depuy asr xl acetabular hip with a summit stem on her right side. Since the surgical implantation, pt has experienced swelling, pain, complications with the opposite hip, elevated levels of metal ions, and problems with mobility. Additionally, it is alleged that pt will need revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/25/2015 - sales rep reported revision surgery. Patient was revised to address metallosis. Due to previously alleged elevated metal ion levels, the stem and sleeve are being reported. The stem remained in situ. This complaint was updated on 07/08/2015.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
On 08/02/2016, pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.